Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with anterior & posterior colporrhaphy, perivaginal defect repair, bilateral sacrospinous ligament fixation and enterocele repair due to vaginal eversion, rectocele and perivaginal defect.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat cystocele, atypical vault prolapse, high enterocele, urethran hypermobility with bioarc sling and another mesh and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy and suprapubic tube placement performed during mesh implantation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 01/05/2017.